Event description:
It was reported that the chemo bag was leaking. Patient found a small crack in the filter of the tubing and there were visible drops collecting on the outside of the filter. There was patient involvement and no reported patient harm.

Manufacturer narrative:
No sample or picture was received for evaluation for the complaint that the chemo bag was leaking. There was no review of device history record since the lot number was not provided. The complaint could not be confirmed by investigation, and a probable cause cannot be determined.